Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed due to the review of medical records. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues pain, lld, rom, ho, and subsidence as reported and all components were replaced without complications. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: ref us157860, lot 055560, m2a shell. Ref 157454, lot 828040, m2a head. Ref 103207, lot 217800, taperloc femur. Report source foreign: country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a left hip revision approximately 9 years post implantation due to pain, leg length discrepancy, and range of motion complications. During the revision, extensive heterotopic ossification was removed. The femoral stem was well-fixed but had subsided deep into the femur. An extended trochanteric osteotomy was performed to remove the stem and was repaired with cerclage wires. No additional information.